Event description:
Asr litigation record received. Litigation alleges severe pain, discomfort, elevated metal levels, emotional distress, disability, disfigurement, personal and economics injuries. Doi: (B)(6) 2009; dor: (B)(6) 2022 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
After a review of litigation records, the patient was diagnosed with failed left total hip replacement plus severe metallosis. The procedure was indicated due to the following symptoms: fracture on the greater trochanter, dissociated hip, and spun out, MRI - did not show a pseudotumor, but did show fluid. Synovium was completely black often more than its gray color. The trunnion was extremely damaged. Osteolysis was also evident in the pubis area.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs alleges severe left hip pain, leg and back pain, metallosis, walking difficulty, limited range of motion, limited adl, fear and anxiety. Doi: (B)(6) 2009. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa 00780 superseded by mdd CAPA-001226 was established regarding root cause and/or corrective actions. Reference: mdd CAPA-001226. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.